Event description:
It was reported that the pump failed downstream occlusion calibration. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair. No evidence found in event history log. Service history review identified the complaint was not related to a previous service of the device within the review period. Primary reported problem " failed calibration " was not duplicated. During all functional tests, device was working properly as intended. No problem found. Performed standard preventative maintenance to bring pump into full functionality. Device passed all functional tests after repairs.